Event description:
It was reported the patient experienced loss of stimulation due to her scs ipg being inoperable. The sjm representative confirmed the communication issue between ipg and multiple external devices. The patient is to consult with the physician as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.